Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant using an 10f unknown delivery system. During deployment, the device had a cobra deformation. They tried multiple attempts, but the shape remained abnormal. The deformed device was never released from the delivery cable while inside the patient. A new non abbott device was selected. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged.

Event description:
N/a

Manufacturer narrative:
An event of device deformity was reported. One video was received from the field appearing to show the device presenting deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined but could have been as a result of the use of a larger than recommended delivery system as the use of a larger sheath may influence deformations. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.